Manufacturer narrative:
A ge representative evaluated the system and reloaded the software. System operates as intended.

Event description:
Customer reported the cd burner will not write, and intermittent communciation fail errors. No patient injury was reported.